Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/16/2015). The patient¿s meter has been returned on 1/26/2015 and evaluated by lifescan product analysis on 2/4/2015 with the following findings:error message 2, 5, and 9 are observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that they obtained an unknown error message on their onetouch verio iq meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 7am on (B)(6) 2015. The patient could not recall which error message they received. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their dose of insulin in response to the alleged issue, specifically 20ml of apidra at 9pm on (B)(6) 2015. The patient denied developing any symptoms due to the alleged issue. The patient did not report any further medical treatment. The patient denied testing on any other device at this time. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms and did not administer inappropriate self-treatment in response to the alleged issue. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.